Manufacturer narrative:
Citation: dabrowski m, et al. The polish interventional cardiology tavi survey (picts): 10 years of transcatheter aortic valve implantation in poland. The landscape after the first stage of the valve for life initiative. Pol arch intern med. 2021 may 25;131(5):413-420. Doi: 10.20452/pamw.15887. Epub 2021 mar 19. Earliest date of publish used for date of event. Approved medtronic transcatheter valve products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the development of transcatheter aortic valve implantation (tavi) in poland from 2008 to 2019. All data was collected from the polish interventional cardiology tavi survey (picts), which investigated tavi practice in all 23 polish tavi centers. Between 2008 and 2019, a total of 6,910 tavi procedures were performed in poland. During that 11-year span, 3,995 patients underwent tavi with a medtronic transcatheter valve (corevalve or evolut r). No patient demographic data or unique device identifier numbers were provided. The authors wrote, ¿based on the picts reports from 2018, among all tavi centers in poland, 18 patients (1.43% of tavi procedures) required urgent conversion to surgical aortic valve replacement or surgical intervention due to complications during the index hospitalization.¿ although a direct correlation was not made, medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.